Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes for the failure of channel damage is due to damage or deterioration of parts due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had channel damage. No harm reported